Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred interntionally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported that the alinity m system serial number (sn) (B)(6) is failing to initialize, repeated times, with the same controller board error. Field service engineer (fse) performed log analysis. The following error code was observed: 040a0012 (failure to home a motor - home failed: no home sensor found). The lysis dispense lee pump failed to home a motor. After troubleshooting, fse found a broken clamp in the fluidic waste line right before entering in the 3-way valve. This caused internal leaks in the instrument, just above the lysis dispensing pump. Fse found electrical connections burned by the waste liquid. Fse cleaned the instrument and replaced lysis dispense pump. Functional diagnostic tests and verification steps completed successfully. There was no report of injury related to the reported event.